Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the device at the customer site and adjusted the IV pole button. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer fixed the IV pole button. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred, and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 and updated information in e.3. Investigation: a terumo bct service technician checked out the device at the customer site and adjusted the IV pole button. One year of service history was reviewed for this device with no further issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Correction: a field service engineer fixed the IV pole button. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be related the need for an IV pole fixing.